Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, the pt felt a shock from his system and then his stimulation went off. He connected to his ipg via his programmer and could not turn his stimulation up past perception. The pt has been doing rehab work over the last couple months. Diagnostics showed all impedances were over 12k ohms. On (B)(6) 2010, the lead was explanted and replaced with a longer lead. The doctor said at explant that it looked as if the strain relief loop had pulled and kinked. The strain relief was not intact at the time of the revision. A cinch anchor had been used when the lead was inserted, but this anchor had been modified at its tip.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.